Event description:
Pt reported that the spring no longer rewinds on her freedom pump. Serial number was not reported. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubleshooting was not reported. Device is available for return. Pharmacy is replacing device. Indications: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; selective deficiency of immunoglobulin g [igg] subclasses. Reported to (B)(6) by: patient/caregiver.